Manufacturer narrative:
Internal complaint reference:case-(B)(4). Additional information: h6: medical device problem code h11: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. Due to insufficient information, it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (IFU 81114321 rev. A) states "surgery should be planned in great detail based on analytical findings (i.e. X-ray, MRI). Additional implants should be available, in case other sizes are required or if the planned implant cannot be used. Failure to carry out a proper planning could lead into choosing the wrong implant type and/or size or incorrect implant positioning." The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2025, it was noticed that the polarstem stem lat.ti/ha 1 non-cem was undersized, causing it to subside and move in the femur. A revision surgery was performed on (B)(6) 2026 to address this problem and exchange the stem to a 3 lateralized polarstem, for a better proximal fit. Current health status of patient is unknown.